Event description:
Seven patients presented with similar sternal wound infections following cardiothoracic surgeries requiring bypass. Suspected, but yet unconfirmed correlation to perfusion device usage while in the operating room.

Event description:
Add'l info received on (B)(6) 2017 from reporter for mw5071892: (B)(4) pts with confirmed mycobacterium abscessus sternal wound infections following cardiothoracic surgeries and use of sorin 3t heater-cooler unit. Two add'l pts with suspected mycobacterium abscessus infection were also treated accordingly. Therapy dates: (B)(6) 2017. Diagnosis or reason for use: cardiothoracic surgery requiring bypass. Approximate age of device: 2 years. (B)(4).